Event description:
The customer states the emergency off button was mistakenly pushed and now the system wont come back up.

Manufacturer narrative:
The ge service rep during re-boot the system was turned off before the software was completely reloaded. The ge rep re-booted the system five times with no issues. The system is operating as intended.